Event description:
The customer received a questionable carbohydrate antigen 19-9 ( ca19-9) result for one patient sample. The patient was previously diagnosed with ovary or pancreas adenocarcinoma after a peritoneal biopsy procedure. On (B)(6) 2015, the ca 19-9 result was 8.38 u/ml and was reported to the patient and physician. The patient was then diagnosed with ovary adenocarcinoma and started the chemotherapy treatment for this disease. On (B)(6) 2015 a new sample was collected and the ca 19-9 result with a 1:100 dilution was 29014 u/ml with a data flag. This result was believed to be compatible with the patient's condition. After this result was received, the customer retested the sample from (B)(6) 2015 and the result was >1000 u/ml with a data flag. The patient's doctor suspended the treatment and changed to the more likely pathology of pancreas adenocarcinoma. No adverse event was reported based on the initial wrong chemotherapy dose. The patient's current condition was "she is illness and started the right treatment". The reagent lot number was 177694. The expiration date was requested, but was not provided. Based on the provided data, a specific root cause could not be identified. It was noted that one level of qc was out of range low on the day of the event. This could be an indication of an issue such as an air bubble or foam in the reagent or system. As the results for other assays tested in the same tube were not affected, an air bubble on the surface of the sample could have been a cause of the issue as the ca 19-9 assay is pipetted first and the bubble would have been broken on the first pipetting.

Manufacturer narrative:
A specific root cause could not be identified. It was suspected either an air bubble was on the sample surface or there was foam /air bubbles in the reagent. As the volume in the reagent was low and qc issues were noted on the day of the event, foam /air bubbles in the reagent were more likely. It was also noted the customer was not following the tube manufacturer's recommendation for tube handling which may have contributed to the event.

Manufacturer narrative:
Additional information was received that the inadequate treatment for ovarian adenocarcinoma was based on the initial ca 19-9 result. The treatment period was only one week and there was no worsening in the health of the patient.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).